Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins will not hold a charge and it is charging more often and taking a long time to charge. The patient said it seemed like it always took a long time to charge, but in the last 6-8 months the ins was taking a long time to charge. The patient wanted to have a manufacturer representative (rep) check the implant. No further complications were reported.

Manufacturer narrative:
Correction.: event does not contain an adverse event. If information is provided in the future, a supplemental report will be issued.